Event description:
The customer reported that the system intermittently would not boot up and displayed poor images. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors and replaced the video controller board. The system operates as intended.